Manufacturer narrative:
(B)(4). Concomitant medical products: cps nut co-cr-mo alloy item # 178512 lot # 136770. Foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device and provided pictures shows the shaft of the device is fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device was submitted for further analysis. Analysis determined the fracture surface show shear ductile dimples flowing in different directions. These fracture artifacts are consistent with the torsional overload mode of fracture. Eds semi-quantitative analysis found the material to be consistent with ti-6al-4v titanium alloy (with c and o contamination). Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.